Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset of the peritonitis. Treatment for this peritonitis event was unknown. Two days after hospitalization, the patient was discharged from the hospital and was reported to be recovering from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).